Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure'), device expulsion ('several coil did remain inside cavity') and blood loss anaemia ('anemia') in an adult female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with resuscitation (blood transfusion) and surgery ((B)(6) 2018, hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, blood loss anaemia and uterine haemorrhage outcome was unknown. The reporter considered blood loss anaemia, device breakage, device expulsion and uterine haemorrhage to be related to essure. The reporter commented: essure insertion detail: the essure device was then deployed in the standard fashion. There were 5 turns of the coil visible within the endometrial cavity. A similar procedure was then performed on the right tube with 10 turns of the coil visible within the endometrial cavity. Excellent hemostasis was noted . The hysteroscope was then removed as were all instruments from the vagina. The patient tolerated the procedure well. Essure removal date: (B)(6) 2018, dilation and curettage hysteroscopy/partial removal of essure coil. (B)(6) 2018, hysterectomy total laparoscopic with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tube occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: abnormal uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure'), device expulsion ('several coil did remain inside cavity') and blood loss anaemia ('anemia') in an adult female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with resuscitation (blood transfusion) and surgery ((B)(6) 2018, hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, blood loss anaemia and uterine haemorrhage outcome was unknown. The reporter considered blood loss anaemia, device breakage, device expulsion and uterine haemorrhage to be related to essure. The reporter commented: essure insertion detail: the essure device was then deployed in the standard fashion. There were 5 turns of the coil visible within the endometrial cavity. A similar procedure was then performed on the right tube with 10 turns of the coil visible within the endometrial cavity. Excellent hemostasis was noted . The hysteroscope was then removed as were all instruments from the vagina. The patient tolerated the procedure well. Essure removal date: (B)(6) 2018, dilation and curettage hysteroscopy/partial removal of essure coil. (B)(6) 2018, hysterectomy total laparoscopic with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: bilateral fallopian tube occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: abnormal uterine bleeding". Most recent follow-up information incorporated above includes: on 23-dec-2019: the case was upgraded from non-serious incident to serious incident. Plaintiff fact sheet and medical record received. Previously reported unspecified event "injury" was updated to more specified events" blood loss anaemia, device breakage, device expulsion and uterine haemorrhage". This case is medically confirmed. Lab data, essure lot number, essure removal date, and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.